Event description:
The customer called, reporting they were receiving an error 4 message and a battery icon on their freestyle meter which is and indication that the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
An investigation is in process. The product has been requested back. Final report will be submitted when the investigation is complete.